Event description:
During the index procedure the patient had two endeavor rx drug-eluting stents implanted to the lad. It was reported that the patient had a stroke approximately 22 months post the index procedure.patient was hospitalized few days later for removal of hematoma, medical therapy was also prescribed. Patient is reported to be in remission. It was reported that the event was not related study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (cva/stroke).

Manufacturer narrative:
Patient has a history of hypertension, hyperlipidemia and is a former smoker. The index procedure was prompted by silent ischemia. The previously reported stroke was treated with medication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.